Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 30, 2020. The identity of the impacted product, previously reported as unknown, was revealed through receipt of the device. The impacted product was a 450cc mentor memorygel breast implant. The investigation of the returned device was completed by the failure analysis lab on december 17, 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation was performed for the finished device number 5532169, and no non-conformances were identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced bilateral ruptures post procedure. As a result, bilateral prosthesis replacement with 405cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2020-15164 for contralateral prosthesis report.